Event description:
It was reported that the downstream occlusion sensor seal was degraded. There was no patient involvement.

Manufacturer narrative:
H6: one device was received for evaluation in used condition. Visual inspection found and verified the reported downstream occlusion (dso) seal problem as it was degraded. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the reason for return is related to a past service. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.